Event description:
Spontaneous fracture of the prosthetic biolox ceramic head, diameter 32+4mm(wright) on an old right thr. Outcome: it was required to surgically revise the thr and remove the fractured head and implant a new metal head with the same characteristics. Measures: usual surgical follow-up (clinical and with x-ray). (B)(4).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).